Event description:
It was reported that the patient was disconnected all weekend because the external devices wouldn't work. Caller stated that they first tried to turn the therapy back on saturday morning, but it had turned off on its own. Caller mentioned the patient hit their head yesterday and then again this morning hard enough that it busted their head open and made them bleed. Caller said the patient didn't have enough levodopa and fell because the machine wasn't working. Agent walked caller through closing out of the app, resetting the communicator, and handset. Caller was able to successfully connect to the handset and communicator. The my dbs therapy app showed that therapy was actually on so agent explained to the caller that the therapy was not off over the weekend, the devices just were not connecting via bluetooth but that was making the therapy stop working. Caller said they increased the stimulation at this time since they feel like the patient needs it. Caller mentioned that the patient had they programming appt on (B)(6) and the therapy was turned on and set up and that the patient has been fine until (B)(6) where it seemed like he was not longer receiving therapy. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# (B)(6); product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.